Event description:
It was reported the patient had persistent abdominal pain, and was taken by ambulance to the hospital for treatment. Initially, they suspected the gall bladder, however, after hospitalization the pain had improved. The physicians believed the issue was due to irritation of the nerve roots. It was reported the patient still had some pain.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.